Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from an unspecified location during use of a homechoice cassette. This occurred during fill seven of seven of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The solution was present on the floor. Renal therapy services (rts) assisted the patient in ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from an unspecified location during use of a homechoice cassette. This occurred during fill seven of seven of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. The solution was present on the floor. Renal therapy services (rts) assisted the patient in ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.